Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pca module was allegedly incorrectly read the volume infused. The medication involved was morphine sulfate 30mg per 30ml prefilled syringe (ndc# 76329-1912-1, manufactured by international medication systems, limited). The event occurred on 20 december 2023 between 0800 and 1200. The infusion was programmed as pca dose only. Per report, the device read the volume as 31.5ml, and four (4) hours later "15ml" was delivered with remaining volume of "18.5ml." There was patient involvement but no harm.

Event description:
It was reported that the pca module was allegedly incorrectly read the volume infused. The medication involved was morphine sulfate 30mg per 30ml prefilled syringe (ndc# 76329-1912-1, manufactured by international medication systems, limited). The event occurred on 20 december 2023 between 0800 and 1200. The infusion was programmed as pca dose only. Per report, the device read the volume as 31.5ml, and four (4) hours later "15ml" was delivered with remaining volume of "18.5ml." There was patient involvement but no harm.

Manufacturer narrative:
Correction ; unique identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information : manufacturer narrative. Investigation summary : the report of a pca volume discrepancy of morphine sulfate was not confirmed. Laboratory testing performed on the returned pca module found the device successfully detecting the volume of loaded syringe and infusion within specification. ¿ alaris system maintenance (asm) version 12.3.0 accuracy testing performed on the returned pca module found the device operating in specifications. ¿ pca module¿s ability to detect syringe volume using a compatible international medication systems (ims) 30ml syringe found the device successfully detecting syringe volume accurately within +/- 2%. ¿ rate accuracy testing performed found the device accurately delivering fluids in the +/- 7% specification. ¿ the incident syringe (morphine sulfate 30mg per 30ml prefilled syringe (ndc# 76329-1912-1, manufactured by international medication systems, limited) was not returned for this investigation, therefore it could not be inspected or tested. ¿ external and internal inspection found no irregularities. ¿ the facility reported the event date as december 20, 2023, with an event time between 8:00 am and 12:00 pm, however the only entry in the pca event log for a prefilled syringe was recorded after the reported event time. The pca module event log contains limited information about the programming of the device, the profile could not be identified. ¿ based on the review of the pca event log, on december 20, 2023, at 7:11 pm, an international medication systems (ims) 30ml syringe was confirmed by the user with a syringe volume of 31.5243ml. ¿ from 7:30 pm through 11:27 pm, four (4) pca doses were requested and delivered successfully. ¿ on december 21, 2023, from 1:09 am through 10:16 am, twenty-two (22) pca doses were requested and delivered successfully. ¿ at 10:20 am, the pca module was channeled off. ¿ a review of the pca module error log showed no errors were recorded related to the reported incident. ¿ the alaris pca module compatible syringes and flow rate ranges tip sheet provides a list of syringes that are compatible with the alaris syringe module. The compatible syringe sizes with reorder numbers are displayed. To decrease potential start-up delays, delivery inaccuracies and delayed generation of occlusion alarms, it is recommended to use the smallest syringe necessary to deliver the fluid or medication, especially when delivering high-risk or life-sustaining medications at low infusion rates (e.g., if infusing 2.3 ml of fluid, use a 3 ml syringe). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2) root cause: the root cause of the reported pca volume discrepancy of morphine sulfate was not identified. Thorough laboratory testing was performed on the returned pca module. All testing performed found the device operating in specification. The incident syringe was not returned for this investigation; therefore, it could not be tested or examined.

Event description:
It was reported that the pca module was allegedly incorrectly read the volume infused. The medication involved was morphine sulfate 30mg per 30ml prefilled syringe (ndc# 76329-1912-1, manufactured by international medication systems, limited). The event occurred on 20 december 2023 between 0800 and 1200. The infusion was programmed as pca dose only. Per report, the device read the volume as 31.5ml, and four (4) hours later "15ml" was delivered with remaining volume of "18.5ml." There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone.a follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.